Event description:
Kink in catheter. The patient experienced severe withdrawal signs and symptoms. The device was explanted but not returned to the MFR for analysis. The intraspinal catheter was replaced. The patient is now doing very well.